Event description:
It was reported that during an unknown procedure, the clip does not bite. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did clip not close on tissue (unformed or partially formed clip)? Partially formed clip did clip fall off of tissue after applied? My doctor used another tool to pull out.(grasper, dissector). Was there any patient consequence? No because my doctor open new clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clip not close on tissue (unformed or partially formed clip)? Did clip fall off of tissue after applied? Was there any patient consequence?

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml found that the device was received with one jaw broken at the bifurcation; upon inspection, evidence of corrosion was found throughout the broken area. Due to the returned condition of the device, no further testing could be performed. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. The batch record was reviewed and no anomalies were noted during the manufacturing process.